Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer had a slight burnt smell near the power supply and the system fan was noisy. Power supply found out of electrical specification. (B)(4).

Event description:
It was reported there was a loud noise and burning smell. The programmer was returned for repair. There was no patient involvement.